Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one primary set, model 2426-0500 was received by the customer for investigation. The set was visually inspected and the customer's complaint of a backwards injection port was verified. A device history record review was unable to be performed due to no lot number provided. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Manufacturing is aware of misassembly of the incorrect component and will continue to monitor for an increase in frequency. Root cause analysis: the customer¿s report that the injection port was backwards was confirmed on the returned primary set model 2426-0500. Upon visual inspection, it was observed that the set's y-body valve (p/n 12274436) was inverted when compared to the product's bill of materials (bom). No other abnormalities were observed on the set during visual inspection. The root cause of the misassembled set was due to operator error of not following manufacturing process sequence during the set¿s assembly. Investigation conclusion: the customer¿s report that the injection port was backwards was confirmed. Upon visual inspection of the set in comparison to the set¿s assembly drawings, it was observed that model 2426-0500, lot unknown, was misassembled. Previous investigations by bd manufacturing facilities has determined the root cause to be an operator error during the manufacturing process. At this time, this is considered an isolated event. Bd nogales manufacturing has been made aware and will continue to monitor this issue for an increase in frequency.

Event description:
It was reported that as lvp 20d dehp 2ss cv injection port was backwards. The following information was provided by the initial reporter: material no:2420-0500, batch no: unknown. It was reported that the injection port was backwards.